Manufacturer narrative:
Occupation: synthes sales rep. The device was received and sent to the supplier for evaluation. The supplier reports indicate: no signs of activation at the tip. There is residue in the suction tube there is a small cut in the cable outer insulation. The active and return wires are not visible. Electrical testing was performed and the electrode passed the return continuity, primary capacitance and hipot tests. The device failure the active continuity test. Functional testing was performed and the device passed the generator default values, minimum settings available, maximum settings available and available waveforms tests passed. The activation test (1 minute ablate and 1 minute coagulation) failed ablate: output short coag: no output. Further testing was performed and the report says; after a period of 15 seconds of keeping the yellow foot pedal pressed, the device began to activate normally. This occurred on both ablate and coag modes. The active continuity was rechecked and found to be within specification (0.49o). From our investigation we were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. The crimp issue seen has been investigated under (B)(4) which has since been closed however the output shorted error seen during testing at oste UK and not reported by the end user will require further investigation by the appropriate department. The complaint failure mode confirmed during testing has been reviewed against the systems risk assessment document. A review of the supplier¿s complaint records over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is as anticipated in the risk analysis. This complaint can be confirmed. DHR review has been performed for both the complaint devices; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore no containment or correction action related to the individual complaint is required. As detailed in the product control plan this product is 100% inspected for continuity as part of its product test regime therefore all reasonable containment is in place and additional process containment work is not considered necessary therefore no containment or correction action related to the individual complaints is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a shoulder procedure on an unknown date, the customer's vapr premiere 50 electrode did not work. The procedure was completed with another like device with no patient harm, however, there was a five minute surgical delay due to the case to open a new device. The sales rep stated that the customer could not provide any further information and he was not present for the case. The device will be returning for evaluation. This report is for one (1) vapr premiere 50 electrode-ea. This report is 1 of 1 for (B)(4).